Event description:
It was reported that there was one reading of an open impedance on the lead which was thought to be due to corrupt memory location. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058m implantable pacing lead (B)(6) 1992. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. A single high impedance measurement was observed on (B)(6) 2012. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.